Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate reported issue. The software logs were reviewed and confirmed shock was successfully delivered at the time and date of event. After completing unrelated repairs, proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The customer indicated a student may have incorrectly placed the pads which were subsequently corrected by the emergency department. The root cause is likely due to user error. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not shock as expected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.